Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on a patient during multiple draws at different time from emergency room due to chest pain. The results provided were: sid (B)(6) initial=4.83 pg/ml. Sid (B)(6) =101.59 pg/ml. Sid (B)(6) =2.95 pg/ml /repeated=3.12 pg/ml. Repeated sid (B)(6) =3.79, 3.53, 3.73, 4.06, 3.12 and 4.02 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a patient during multiple draws at different time from emergency room due to chest pain. The results provided were: sid (B)(6), initial=4.83 pg/ml, sid (B)(6) =101.59 pg/ml sid (B)(6) =2.95 pg/ml /repeated=3.12 pg/ml, repeated sid (B)(6)=3.79, 3.53, 3.73, 4.06, 3.12 and 4.02 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, accuracy testing and labeling review of alinity I stat high sensitive troponin-I, reagent lot 74115ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 74115ud00, however, no increase in complaint activity was identified for list number 08p13. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Accuracy testing was completed for the complaint lot 74115ud00 using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 74115ud00. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 74115ud00 was identified.